Event description:
In 2002 the end-user called medtronic minimed, and stated that pt had ketoacidosis and the diabetic nurse came home to pt several times. The soft cannula was damaged when taking it out. The end-user has been using the quick for 30 days. Twelve days later maersk medical a/s received the complaint, 1 used based-piece and 19 unused sets.